Event description:
It was reported the patient experienced a sudden onset of back pain. The pump battery was depleted. The pump was not beeping. There was inability to aspirate fluid/cerebrospinal fluid from the side port tap and no free flow of cerebrospinal fluid on (B)(6) 2013. An isotope pump study was performed on (B)(6) 2013. Results were nonfunctioning drug delivery of pump system. An MRI without contrast was done on (B)(6) 2013 and no abnormalities were seen. The etiology was related to device or therapy. The pump was replaced. The outcome was resolved without sequelae. The severity was moderate. The pump was delivering sufentanil, lioresal and clonidine. It was later reported the patient did show signs of a possible catheter kink, however, per the operative report, there was no kink, so the catheter was not replaced. Isotope pump study was done on (B)(6) 2013 and results were non delivery of drug to the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via ispr (implantable systems performance registry). Per the pump logs, the pump was examined on (B)(6) 2013 (last change (B)(6) 2013) and indicated the patient was in simple continuous mode and was receiving baclofen 290 mcg/ml (dose 116.00 mcg/day), sufentanil 125 mcg/ml (dose 50 mcg/day), and clonidine 700 mcg/ml (dose 279.99 mcg/day) via an implanted pump. The pump status after update last change on (B)(6) 2013 showed a 20% increase and the new doses per day were baclofen 139.14 mcg/day, sufentanil 59.97 mcg/day, and clonidine 335.85 mcg/day.

Event description:
Additional information was requested regarding the cause of the device issues. If additional information becomes available, the event will be updated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via ispr (implantable systems performance registry). The battery depletion was normal. Upon pump replacement, there was no catheter kink and when catheter was disconnected at the time of surgery, no kink was noted <(>&<)> there was free flow of csf. No catheter replacement was needed. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Product ID: 8703w, lot# l48278, implanted: (B)(6) 1998, product type: catheter. (B)(4).